Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received that the customer refused the replacement pump as hers began working properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the buttons stopped working on the insulin pump while trying to bolus and that the device received a button error alarm. The patient's blood glucose at the time of incident was 54 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was originally supposed to be returned for analysis and a replacement one was going to be shipped, but the customer refused the offer of a new pump because her pump is currently working.